Event description:
It was reported, that this lead was part of a system revision, due to infection and pocket erosion. The lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).